Event description:
The customer reported that the system displayed intermittent blurry images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x3 line on the image intensifier was reseated and the camera was replaced. The entrance dose was adjusted and the camera and collimator stops were adjusted. The system was tested and found to be working as intended and put back into service.